Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lithium (li) on a cobas c 503 analytical unit. The initial result was 2.25 meq/l. On (B)(6) 2026, a new sample was obtained, and the result was 0.388 meq/l. The repeated result was 0.383 meq/l. As these results were normal, the original sample was repeated. On (B)(6) 2026, the repeat result from the original sample was 0.59 meq/l. Additional results from different samples on subsequent days were 0.338 meq/l, 0.311 meq/l, and 0.263 meq/l.

Manufacturer narrative:
The li reagent lot number was 877760 with an expiration date of 28-feb-2027. A carryover test was performed for troubleshooting purposes, and lithium issues were observed (first result 0.945 mmol/l, repeat result was 1.17 mmol/l). The field service engineer (fse) replaced a reagent probe and adjusted the external wash. A mechanism check was completed. Comparison testing was performed with 15 patient samples between a cobas pure instrument and the c503 analyzer, and the results were acceptable. These 15 patient samples were run and repeated on the c503 analyzer, and the results were reproducible. The investigation determined the event was due to an issue with the reagent probe.